Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as it would not inflate. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as it would not inflate. No patient complications were reported.

Manufacturer narrative:
Explant date d6b estimated from response dated (B)(6) 2023 indicating the revision surgery took place the month prior. Upon receipt of the cylinders, pump, and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected, and leak tested. The first cylinder had a hole and a leak in the kink resistant tubing (krt) due to sharp instrument damage consistent with explant. The second cylinder passed visual inspection and the leak testing. The pump was visually inspected, leak tested, and functionally tested. The pump krt was worn down to the filament and was trimmed prior to functional testing. The pump was functionally tested and performed within specification. The spherical reservoir was visually inspected, and leak tested. The reservoir krt was cut into two pieces and was worn down to the filament. The spherical reservoir had no leak in the reservoir shell and no leak in the tubing section with the connector. Based on the information available and analysis results, the reported clinical event of an inflation issue was unable to be confirmed.